Event description:
It was reported that the user¿s cartridge insulin volume ran low after a same-day supply change, and the user asked to replace only the cartridge while reusing existing tubing and a teflon 23-inch inset; an agent advised full set change but supported a cartridge-only change, after which insulin delivery resumed as expected. Symptoms included hyperglycemia with a reported blood glucose of 236 mg/dl following a recent large meal that had been announced. Outcomes included no alerts or alarms, no injury, and no hospitalization. Investigation included customer service troubleshooting and education on cartridge replacement while reusing existing infusion components. Investigation of this case revealed no device malfunction, with hyperglycemia most consistent with recent high carbohydrate intake and expected algorithmic response time after cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user condition and therapy dynamics. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.